Event description:
Info received indicates the brake and steer casters rotate to the side when the brake is set and the bed is pushed.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.